Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Customer has 2 vials of the same lot number, different open vial dates: internal report reference (B)(4). The customer feels well and did not report any symptoms. Customer stated that 3 weeks ago he had gone to the hospital, as he had been obtaining results over 200 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 130-150 mg/dl. Customer stated he did not receive any medical treatment at the hospital; they had informed the customer he would have to go to the pharmacy. When customer had gone to the pharmacy, they had a technician check the true metrix meter and had performed a test with him. The technician had informed the customer the true metrix meter was setup and ready to use. Customer stated he had tested his blood glucose and the true metrix meter had been working fine for a few days, but yesterday ((B)(6) 2023) and today ((B)(6) 2023) he had again obtained high blood glucose test results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2024 and test strips were opened one month prior to the call; the customer no longer has any test strips in this vial (empty). The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) (product problem): (B)(4), (B)(4) with different open vial date ((B)(6) 2023). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.